Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after undergoing a tha in his left hip joint on (B)(6) 2010, patient experienced pseudotumor left metal-on-metal. Elevated serum metal ions. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which, surgeon exchanged the femoral stem high offset neck and metal-on-metal head and retained the r3 acetabulum. During procedure, it was found that there was some cloudy synovial fluid present and thickened, inflamed capsule. A significant amount of pseudotumor was found within the capsule, but this did not appear to be involving any of the muscle. A complete synovectomy was performed to help mobilize the hip joint. In addition, there was significant backside wear with pseudotumor debris between the metal liner and acetabular shell. The patient was awakened, transferred to his bed, and taken to pacu in stable condition. He tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the elevated metal ions, and pseudotumor are consistent with the reported metallosis. However, the clinical root cause of the metallosis cannot be definitively confirmed. The lesser trochanteric fracture was likely caused by the patient¿s body mechanics and movement during ambulation on postoperative day one. No surgical intervention was indicated. The patient impact is determined to be the fracture, revision, and post-operative convalescence period. A review of the instructions for use documents for total hip systems reveals in adverse events in primary and revision surgery that, although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. Additionally, revealed in warnings and precautions that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time, patient condition, lifetime of the device and/or patient bone quality. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Corrected data: b5, h6 (health effect - clinical code).

Event description:
It was reported that after undergoing a tha in his left hip joint on (B)(6) 2010, patient experienced pseudotumor left metal-on-metal. Elevated serum metal ions. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which, surgeon exchanged the femoral stem high offset neck and metal-on-metal head and retained the r3 acetabulum. During procedure, it was found that there was some cloudy synovial fluid present and thickened, inflamed capsule. A significant amount of pseudotumor was found within the capsule, but this did not appear to be involving any of the muscle. A complete synovectomy was performed to help mobilize the hip joint. In addition, there was significant backside wear with pseudotumor debris between the metal liner and acetabular shell. The patient was awakened, transferred to his bed, and taken to pacu in stable condition. He tolerated the procedure well. On postoperative day 1, the patient heard a crack while ambulating to the restroom, x-rays were obtained and showed a fracture of the lesser trochanter. No surgical intervention was indicated.